Event description:
Healthcare professional reported "foreign objects in an unopened package" and "black foreign material. It¿s still in unopened status". This device was not implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ foreign material on implant: observed two black stains on the device through visual inspection assessed as workmanship. A further investigation is requested. No additional observations performed on the device. No further actions are required. Further investigation summary: based on the device analysis performed, it was observed two black stain outside on the device, it is out of specification per qa199.01, code sic., also, it is classified as workmanship and has relationship with the reported complaint. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because matrix qpp07-01-003-g17 v7.0 does not mention the event of foreign material on implant as a potential high impact, additionally there is not risk to the patient as it has a severity of 3. It is important to mention that this event was reviewed with the manufacturing personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See "manufacturing personnel review" attached. A review of the current abbvie¿s risk documents was performed, and the reported event of stains on the shell is not mentioned, however, procedure sop-051: defect awareness training procedure v41.0 mentions the event of stain, for which possible causes, effects, and actions to be taken are established in the manufacturing process. Additionally, the review of the documentation associated with the manufacturing process indicates that there were no defects/problems/issues found in the documents or in the personnel training. And no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all stains on the shell complaints for tissue expanders that have been manufactured in the last 2 years (from december 2023 through november 2025 ) was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Nevertheless, the issue with stain on shell will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported "foreign objects in an unopened package" and "black foreign material. It¿s still in unopened status". This device was not implanted.